Event description:
It was reported that a strong resistance was felt when the catheter was inserted under the normal procedure during use. The catheter was removed from the patient and a crack was observed at the tip of the catheter. It is unknown whether the crack was made before insertion or after. Another catheter was inserted from a new insertion site. There were no patient complications reported. The reporter commented that blood on the catheter was seen from about 5cm to 10cm from the tip of the catheter, and therefore the resistance was probably felt there.

Manufacturer narrative:
One triple lumen presep catheter was returned for evaluation. Packaging and all other components were not returned. Two cracks at the catheter tip, each approximately 1 mm long, were observed. Leakage was noted from the cracks at the catheter tip area when the distal lumen was pressurized. Both the medial and proximal through lumens were patent without any leakage or occlusion. Visual examinations were performed at 10x magnification. The lot number was not provided; therefore, a review of the manufacturing records could not be completed. Customer report of ¿a crack was observed at the tip of the catheter¿ was confirmed during the evaluation. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint.